Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. A review of latitude reports showed high out of range right ventricular (rv) shock impedance measurements from a few years ago. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.